Event description:
The hosp reported that during the procedure, the light source went out. The procedure was completed with the use of another light source. The hosp reported that the procedure was extended. There was no pt inury reported.

Manufacturer narrative:
The device in question was returned to olympus for investigation. Based on the investigation performed, a fuse was determined to be burned out. The unit was found to have the old version of an output connector socket, which most likely the cause of the user's experience. There was a third party repair on one of the printed circuit boards. This report is being filed in an excess of caution.